Event description:
It was reported that "a segment of the internal shield broke off the trocar during insertion. It was retrieved from the surgical field." There was no patient injury and the procedure was not altered.